Event description:
It was reported that during the implant of the right ventricular lead and after several repositioning/helix mechanism cycles, a helix mechanism failure was experienced. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel.

Event description:
It was reported that during the implant of the right ventricular lead that after several repositioning/helix mechanism cycles, helix mechanism failure was experienced. The lead was not used and replaced. No patient complications have been reported as a result of this event.